Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds rv capture could not be confirmed due to lack of rv pacing on the presenting electrogram. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Due to the limited information received, no product, initial reporter, or patient details are available. Follow-up to obtain related details was not possible. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.